Event description:
It was reported that the user¿s pump was stuck during the fill tubing step with no visible drops despite repeated attempts, including pushing and holding to 60 and performing a subsequent dry run that successfully advanced to 120 units, after which the user declined to proceed with a full supply change. No reported symptoms. Outcomes included no reported clinical impact and no alarms. Investigation included guided troubleshooting and user education to restart with new supplies, including the cartridge, and confirmation that a dry run functioned as expected. Investigation of this case revealed a probable infusion setup issue, such as an incorrectly deployed infusion set or an unsecured infusion set connector, given resolution during the dry run and persistent absence of drops with the initial setup. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.